Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found that the subject coil was found to be broken, kinked and stretched. A functional testing could not be performed due to the condition of the returned device. The reported event could not be confirmed; however, the damage noted during analysis to the subject coil is indicative of the reported detachment failure. The analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The as reported 'main coil failed/unable to detach' and as analyzed 'main coil stretched', 'main coil broken/fractured during use' and 'main coil kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. (Note: this is 2 of 2 reports).

Event description:
It was initially reported that the subject coil could not be detached. There were no clinical consequences to the patient reported as a result of this event. Analysis of the returned device revealed that the subject device was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.